Manufacturer narrative:
This event is being reported to the food drug and administration late as part of our retrospective 2024 compliant remediation. Intuvie received a report indicating that an infusion pump failed the 30psi occlusion test, the failure value is unknown. A review of the device's serial number history revealed three similar complaints. The failure mode was confirmed, and the probable cause was determined to be component issue. The pressure sensor was replaced, which resolved the issue. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).

Event description:
Intuvie received a report indicating that an infusion pump failed the 30psi occlusion test, the failure value is unknown. No patient involvement was reported.

Manufacturer narrative:
This supplement serves as a correction. Section b2: "death" was inadvertently selected. There was no death, serious injury, or harm to the patient or user in this event. Reference to complaint #(B)(4).